Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient fell twice in the last 3 weeks or so prior to the report and that they fell right on the ins site. The patient stated that the fell hard enough to separate their shoulder, and that they have experienced a return of target pain since then. The patient stated that they hurt more and have a lot less pain relief. No further complications were reported.